Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This report is for clinical study patient. It was reported the patient experienced a fall and was admitted to the hospital for monitoring of troponin levels and hematoma as the patient was on anticoagulant therapy. Reportedly, low blood pressure was recorded at the time of admittance.

Event description:
Additional information received identified the physician stated that the fall was not related toa the device or procedure. Reportedly, the patient is doing ¿well¿.